Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.